Manufacturer narrative:
Lifescan (lfs) not expect the return of the product(s) associated with this complaint.

Event description:
There is no indication that the product caused or contributed to an adverse event. The patient informed the customer care advocate that the subject meter's screen had scratches on the display screen that reportedly prevented the patient from being able to see the results on the subject meter. The alleged display issue could not be resolved with troubleshooting.